Manufacturer narrative:
A service technician has been on sight. Further information has been sought and a supplemental report will be submitted after the investigation. (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an internal memory error and a disabled valve. There was no harm to the patient. (B)(4).